Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 30-year-old female patient who had essure (batch no. 20198130-non valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hysterectomy since (B)(6) 2010. Concomitant products included duloxetine since (B)(6) 2018, gabapentin since 2000, omeprazole since 2013, oxycodone since 2017, tizanidine since 2012 and trazodone since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 month after insertion of essure, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In 2010, the patient experienced menorrhagia ("heavy menses/menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, ),"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual (painful sexual"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and back pain ("pain"). The patient was treated with ketorolac tromethamine (toradol), ibuprofen (motrin), vicodin and surgery (an ablation procedure). Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, pelvic pain, menorrhagia, vaginal haemorrhage, vaginal discharge, dysmenorrhoea, dyspareunia, back pain, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent an ablation procedure due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 19-nov-2018: update of information (batch is non valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 30-year-old female patient who had essure (batch no. 20198130) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hysterectomy since (B)(6) 2010. Concomitant products included duloxetine since (B)(6) 2018, gabapentin since 2000, omeprazole since 2013, oxycodone since 2017, tizanidine since 2012 and trazodone since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 month after insertion of essure, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In 2010, the patient experienced menorrhagia ("heavy menses/menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, ),"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual (painful sexual"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and back pain ("pain"). The patient was treated with ketorolac tromethamine (toradol), ibuprofen (motrin), vicodin and surgery (an ablation procedure). Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, pelvic pain, menorrhagia, vaginal haemorrhage, vaginal discharge, dysmenorrhoea, dyspareunia, back pain, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent an ablation procedure due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 1-nov-2018: pfs received. Following events: psychological or psychiatric problems condition: depression, mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 30-year-old female patient who had essure (batch no. 20198130) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hysterectomy since (B)(6) 2010. Concomitant products included duloxetine since (B)(6) 2018, gabapentin since 2000, omeprazole since 2013, oxycodone since 2017, tizanidine since 2012 and trazodone since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("heavy menses/menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, ),"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual (painful sexual"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("pain") and abdominal pain ("pain"). The patient was treated with ketorolac tromethamine (toradol), ibuprofen (motrin), vicodin and surgery (an ablation procedure). Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, pelvic pain, menorrhagia, vaginal haemorrhage, vaginal discharge, dysmenorrhoea, dyspareunia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent an ablation procedure due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), low back, abdominal pain, vaginal discharge. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and menorrhagia ("heavy menses"). The patient was treated with surgery (an ablation procedure). At the time of the report, the pelvic pain, dysfunctional uterine bleeding and menorrhagia outcome was unknown. The reporter considered dysfunctional uterine bleeding, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff underwent an ablation procedure due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.